Event description:
The contact reported they addressed an auto-off alarm received by the customer. Tandem technical support confirmed the alarm in the t:connect history. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off).